Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate therapy. Oversensing due to noise on both the near and far field channels was observed on stored egms. Programming changes were made. The patients condition is good after the event.